Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "patient tried to infuse on 10/9 but the syringe flew out "like a bow and arrow". Rph advised that the luer disc was probably not securely placed into the pump properly or not even attached which caused the syringe to fly out of the pump when pump turned on. Patient received new pump today and states when winding it, the black lever was not going back. Replacement pump is broken as well. Rph advised will have team members call patient on monday to reship for tuesday for replacement dose and pump. Patient reported swelling in lower extremities - advised that doctor aware, no heart issues and that they recently did blood work and kidney levels not abnormal. Counseled that elevation compression stockings can help but if notice anything getting worse to consult md again and be sure that kidney function is regularly monitored. No further information provided. Indication: nonfamilial hypogammaglobulinemia" a good faith effort was sent to the initial reporter on (B)(6) 2020. A response was received stating patient received pump serial (B)(4) on (B)(6) 2020 and pump serial (B)(4) on (B)(6) 2020. Both pumps were returned on (B)(6) 2020. The device involved in the syring ejection event (serial (B)(4) was received by koru for evaluation on 15-dec-2020. The device was found not winding and cable under assembly plate. The cable/negator was replaced and the device was shipped back to the customer. Manufacturing review and assessment confirmed all devices manufactured for lot s.80588 had no failures during performance testing. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause for this incident is end-user error, the end-user did not seat the disc luer securely into the freedom60. No further information has been received, therefore koru medical considers this medwatch closed. This MDR is being filed for the syringe ejection complaint involving serial (B)(4). This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.